Manufacturer narrative:
Event eval: still under investigation.

Event description:
A pt underwent aortic run off w/ possible intervention - legs on (B)(6) 2013. The wire guide sheared off while being removed from the needle. Additional information received (B)(4) 2013 - physician gained femoral access while using cook micropuncture set. Physician was attempting to withdraw wire thru micropuncture catheter and the distal portion began to stretch and elongate until a small portion of the tip broke off. A small portion of the wire is believed to remain in the subcutaneous tissue of the groin. There will not be any additional procedures at this time, but if further issues occur, intervention may be needed.